Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 400 mg/dl for approximately five hours after eating without a meal announcement; the user was using a dexcom g7 cgm and an inset infusion set, and the pump subsequently brought glucose back into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of hyperglycemia with pump-delivered insulin. Investigation included user troubleshooting and education regarding missed meal announcements and appropriate pump use. Investigation of this case revealed no device malfunction and indicated user-related under delivery relative to carbohydrate intake due to a missed meal announcement, with the ilet operating as designed once corrective insulin was delivered. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.